Manufacturer narrative:
The manufacturer conducted an investigation. Follow up: it is suspected that the ingestion of the lyric device happened on (B)(6) 2025. The family took the patient to the emergency department of the local hospital. The device was confirmed ingested by x-ray. The doctor consulted with a gi and they agreed that it was okay to let the device pass and no major surgery was needed. No medication was prescribed. The device passed through the patient's system and the patient is doing well. A relative of the patient said that the patient confused lyric with medication and accidently swallowed it. The patient has no coexisting conditions. Manufacturer analysis: the intended use of the device requires it to be small in size, so that it can be worn in the ear and the device contains build-in zinc-air battery, which is required for device to power up and function. Due to this, device ingestion is a known and inherited risk of the device. Product's risk management file contains a risk item addressing this hazard and implements warnings. The manufacturer deemed that the benefit of the device outweighs the risk. The manufacturer checked device labelling. The accompanying user guide contains several information and warnings about that the device contains zinc-air battery and warns the user against swallowing the device as well as what to do if the device was ingested incl. A phone number to the 24-hour national battery ingestion hotline. The packaging includes a symbol meaning "do not ingest the contents of the two packets.". The manufacturer checked for similar incidents and there have been no other instances of ingested lyric devices recorded in the last 5 years. The manufacturer will monitor for trends. This is combined initial & final report.

Event description:
It was reported to the manufacturer that a patient ingested lyric hearing aid.